Event description:
Intraocular pressure increased[intraocular pressure increased]. A physician reported the case regarding a patient suffering from cataract and sarcoidosis. In 2003 the cataract extraction was performed. During the surgery healon v 0.6 (hyaluronate sodium) was infused into the anterior chamber whereas the lens insertion was performed with healon. Before the surgery the patient's intraocular pressure (iop) was 14-15 mmhg. The following day, the iop increased to 43mmhg. Healon v was considered as suspect product. The patient received acetazolamide orally and d-mannitol intravenously and the iop decreased to 28mm hg. The next day the iop returned normal. The reporting physician assessed the event iop increased as non-serious/non-mild and the casual relationship between healon v and the event as probable. Follow-up (04/03/03). After a further evaluation, the case has been upgraded by gpv to serious/intervention required as a treatment with acetazolamide and d-mannitol was performed for lowering of the increased intraocular pressure. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contributed to the event.